Event description:
A patient was admitted for stenting of a 90%, moderately calcified lesion in the proximal rca. A crb13300 was opened and prepped. The device prepped normally and there were no anomalies noted prior to use. There was no difficulty reported while advancing the balloon to or across the target lesion. Negative prep was successful. The device was deployed but the balloon leaked a fewer than 8 atms. The stent was not deployed completely, so the physician used another balloon to ensure complete stent apposition. There was no impact to the patient consequence.

Manufacturer narrative:
(B)(4). Cypher product (cjs) is not distributed in the united states; however, it is similar to united states distributed cypher product (cxs). A device evaluation is anticipated but the product has not yet been received by cordis. Additional information will be submitted within 30 days upon receipt.